Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: pump. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from the health care provider (hcp) via the manufacturing representative, regarding a (B)(6) male patient receiving intrathecal gablofen 2000mcg/ml at 500mcg/day via an implantable infusion pump. The indication for use of the device was for intractable spasticity and spinal cord injury/disease. The concomitant medications and patient history were not reported. It was reported that the patient was having a normal pump replacement on (B)(6) 2015, and the hcp was unable to aspirate the existing catheter of drug or cerebrospinal fluid (csf). The hcp tried thru the catheter, and then reattached the catheter to the pump and attempted thru the catheter access port (cap) and was unable to aspirate. The patient had no therapy issues prior to the case. The catheter was replaced due to the fact they were unable to aspirate. It was noted that a back table prime was done to the pump, where the total catheter volume with new catheter is 0.248ml. No symptoms were reported. Additional information received from the manufacturing representative reported that no cause for the catheter issue was determined, as the catheter appeared to be patent with no obvious abnormalities. {refer to manufacturer report 3007566237-2015-03603}